Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed. The manufacturer evaluation revealed a loose drive shaft which is - most likely - resulting from using the saw in an open position (improper device handling.)

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the device worked in idle mode but stopped on bone contact. No further information received. Update kpilz 06-aug-2024: the failure occurred during a surgery. There was no harm for patient, operator or third party. The surgery was finished successfully with a new sawblade.